Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap and it was reported that a leak of azacitidine was observed from the spiro during administration; some of the product dripped onto the patient. The leak was cleaned up according to the facility's procedure; the incident occurred during administration, throughout the entire duration of the injection. There was patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
Received one used list #011-ch2000s-pc, spinning spiros¿ closed male luer, purple cap; lot #14523621 ---> one used list #unknown, 5ml syringe; lot #unknown. No visual damages or anomalies were observed. Fluid residuals were observed in the returned spiros. The reported complaint of a leak could be confirmed from the returned sample. Fluid residuals were observed in the spiros showing evidence of a leak. However, the leak was unable to be replicated during testing. The probable cause of the leak is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR 1/28/2026. Corrected information can be found in e4 - initial report sent to FDA.